Event description:
Hospice patient at (B)(6) manor slipped out of mattress during washing the patient within the mattress. Resident fell and struck her head. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).